Manufacturer narrative:
The device history record (DHR) review showed the batch was manufactured as per the defined device master record. All acceptance criteria were met, and the batch was released. No sample was received for evaluation. A picture of the affected sample was provided. The picture shows that the balloon was burst. An actual root cause for the reported condition cannot be specifically identified without the physical sample. No corrective and preventative action is required at this time. The complaint will be reopened if a sample is received. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a patient in the cardiology ward was on a urinary catheter which was inserted on (B)(6) 2023. The next day the patient complained the urine catheter was leaking as her diaper was wet. The nurse discovered the urinary catheter had slipped out and noted the balloon had ruptured. There were no remnants in the patient.